Event description:
It was reported that the patient was experiencing inadequate pain relief. Overstimulation was also noted. The patient underwent an implantable pulse generator (ipg) replacement procedure wherein a non-rechargeable device was implanted. The patient was doing well postoperatively. The explanted device was discarded by the facility.